Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnthsst on an e411 analyzer. The sample initially resulted as 112.6 pg/ml and this value was reported outside of the laboratory. A new sample was collected from the patient and tested for tnthsst, resulting as 5.8 pg/ml. The physician requested a repeat of the original sample. The original sample was repeated, resulting as 6.06 pg/ml. It was stated that the sample was initially tested in a cup on top of a tube. The patient was not adversely affected. The tnthsst reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service engineer ran performance testing on the analyzer. The performance testing did not meet specifications.

Manufacturer narrative:
It was recommended for the field service engineer to check the complete pipettor fluidic line and exchange all parts in the 6 and 12 month preventive maintenance kits. The field service engineer performed all requested recommendations and replaced the measuring cell. He ran performance testing and this was okay. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. It was determined that centrifugation time of the samples was too short, which may also be related to the observed issue.